Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. Additionally, not related to the error code the device's front case was replaced due to damage observed.